Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date unknown. Patient had pain and discomfort in right hip so, surgeon's plan was to replace metal liner with a poly liner and new head. Surgeon noticed that the cup was loose at bone to implant interface, so he removed cup with metal liner and replaced with a gription cup, poly liner and a new 40 ceramic femoral head. Doi: 15 years ago, dor: (B)(6) 2020, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.